Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a shock impedance measurement less than 20 ohms. The health care professional (hcp) was to continue to monitor. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.